Event description:
The customer reported the unit alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported during evaluation the ventilator would not operate on ac power, only on backup battery power. The service technician replaced the power supply to address the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. If a failure of the power supply occurs during use and results in a loss of ac power, the ventilator may shut down and an audible power fail alarm will activate. If the ventilator is equipped with a backup battery, the ventilator will transition over to backup battery and alarm, and continue ventilation until the battery depletes.